Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8840. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (3000 mcg/ml at 1648.9 mcg/day) and baclofen (3600 mcg/ml at 1978.7 mcg/day) via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that an error code was seen on the clinician programmer. The reported code was: 08:08:f8:f8-544 (253). The hcp checked the status of the pump after seeing the code and it showed the pump was in a stopped mode. It was reviewed to reprogram and update the pump accordingly. No patient symptoms were mentioned. No further complications were reported.